Event description:
The hospital reported that during a procedure the image was lost. The procedure was completed with the use of a different but similar device. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. There was a halo reflection found on the image when the bending section was angulated. There was excessive glue covering one side of the light guide lens, which most likely caused the user's experience. This report is being filed in an excess of a caution.